Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shock therapies due to atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was stable and will continue to be monitored.